Event description:
Medtronic received information regarding a thermal therapy system being used outside of a procedure. It was reported that the laser generator was not to specifications. It was weaker than was required. This was noticed during planned maintenance (pm). There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735552, serial/lot #: -, ubd: UDI#: h3, h6: the system was serviced in the field by a medtronic representative. The laser generator showed values lower than the minimum threshold. Replacement was recommended but has not been performed. Codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. The laser generator was replaced. Codes b01, c13, and d02 are applicable. The laser generator, lot number: 516001023, was returned to the manufacturer for analysis. As reported, the returned laser generator was not outputting in the normal range. When tested at 5w, 10w, and 15w the output was well below the standard and very erratic. Codes b01, c02 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.